Manufacturer narrative:
The act button did not respond due to corroded keypad traces. No moisture damage was noted on the electronics. The no delivery alarm could not be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level was 222 mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.